Event description:
Dealer reported on (B)(6) 2015 that the base frame on the solara3g wheelchair is twisted or bent somehow, end user was going down a ramp and fell off and may have caused the damage. No injuries alleged or reported from dealer. On (B)(6) 2015 the dealership reported that the end user was going up a ramp in the solara3g wheelchair assisted by the caregiver. The jack came loose releasing the gear rack (part of the tilt system). No injury was incurred as result of this event.